Event description:
It was reported that the day following implant, the right ventricular (rv) lead had consistent oversensing. The physician adjusted the sensitivity, but the oversensing continued. The physician opted to leave the lead programmed where the r wave amplitude was the highest. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.